Event description:
It is reported that the provisional popped off into the patient and was unable to be retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.